Manufacturer narrative:
Findings: pump received with stripped battery cap coin slot minor scratched display window, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip. Pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. (B)(4).

Event description:
A customer reported via phone call indicating that the battery cap on their insulin pump is broken and was not able to be removed from the device. The patient's blood glucose level was 210 mg/dl. However, the customer stated that their blood glucose levels bother her when they reach 400 to 500 mg/dl. The customer did not mention the time and date of when they had experienced those high blood glucose levels. The customer did not troubleshoot the issue. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
This report is provided because our original medwatch form was submitted with incorrect data.